Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/30/2014.device evaluation: the device has been returned and evaluated by product analysis on 01/23/2014 with the following findings: the pump powered on without auditory or vibratory alarm/warning functionality. The display was noted to be dim and discolored. Unrelated to the original complaint, the bolus button was noted to be torn. The bolus button responded normally when tested. The pump was opened for investigation and revealed moisture inside the pump affecting the auditory alarm assembly, the circuit board, and the vibration alarm assembly. (B)(4).